Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4). H3 other text : device not returned.

Event description:
It was reported that during use on a patient while performing functional checks, the cardiosave intra-aortic balloon pump (iabp) was not detecting the blood pressure (bp) values via the fiber optic connector and was generating a fiber optic error message on the screen. The end user disconnected and reconnected the catheter fiber optic connector and was then able to obtain the bp values but the fiber optic error message did not clear. It was noted that patient therapy was able to continue and was ended shortly after the reported event. There was no patient harm and no adverse event was reported. A report for the cardiosave iabp was submitted under mfg report number # 2249723-2020-01331.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during use on a patient while performing functional checks, the cardiosave intra-aortic balloon pump (iabp) was not detecting the blood pressure (bp) values via the fiber optic connector and was generating a fiber optic error message on the screen. The end user disconnected and reconnected the catheter fiber optic connector and was then able to obtain the bp values but the fiber optic error message did not clear. It was noted that patient therapy was able to continue and was ended shortly after the reported event. There was no patient harm and no adverse event was reported. A report for the cardiosave iabp was submitted under mfg report number # 2249723-2020-01331.